Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an arthroscopy, the surgeon pierced the meniscus and deployed first implant of the fast-fix perfectly. Whilst device still within joint space, he moved it 5mm and pierced meniscus a second time to deploy second implant. As he pulled fast fix needle out of meniscus it was noticed that no implant had deployed. The doctor then removed the device from the knee joint and on closer inspection it was found that the second implant had incorrectly deployed prematurely. T2 did not deployed through the meniscus. All implants were removed. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.